Event description:
It was reported that the patient was having wound exploration surgery in the morning due to poor wound healing at the implantable neurostimulator (ins) site.

Event description:
Additional information reported the right gluteal incision over the stimulator was tender. The incision edges were not well approximated and poor wound healing was observed over the stimulator. Interventions included incision and drainage of the stimulator incision, two sutures were also placed and bactrim was administered. Additional examination showed the incision was healing well but was still painful with palpation. The event was ongoing and noted as related to the implant procedure and unlikely related to the device or therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 355531, lot# n312816, implanted: (B)(6) 2011, product type: screening device. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the outcome was resolved without sequelae. Later it was reported that follow up via phone conversation with the patient indicated that the incision site had completely healed and the patient was unable to schedule a follow up appointment at the time of report. The patient denied noting any signs or symptoms of an infection at the incision site.

Manufacturer narrative:
(B)(4).